Event description:
With the date (B)(6)2017, the (B)(4) a subsidiary of the (B)(4), has ordered the withdrawal of the contraceptive. The studies done do not question the benefit/risk ratio of the device, in my case, I have been implanted since (B)(6)2013 and from the venom I pence from: candida spores positive in cytology since 2014, performed through private insurance. Brownish flow at the end of the itchy rule. Stinging pain in the left ovary during the menstrual period. Continued migraines. Since 2015 diagnosed with generalized myofascial syndrome. Abdominal inflammation and pain in ovulation period. Recurrent herpes simplex in the lumbar area since (B)(6)2017. Hair loss. Gastric reflux. On (B)(6)2017 I am on the waiting list for the extraction of the fallopian tubes by the permeability in the right trunk.